Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in a vessel at a leg. A 3.00mm x 20mm emerge balloon catheter was selected for use to dilate the lesion. However, during the procedure, the catheter shaft broke outside the patient. No patient complications were reported.